Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was explanted from the patient's left eye. An a-scan measurement showed an improper iol implanted and the patient ended up -9.0. The replacement lens was the same model but with a lower power (20.5 d). Best corrected visual acuity (bscva) pre-operative: hand motion vision and bscva post-operative: cf (counting fingers) at 2 feet. The patient's current outcome is unknown/not provided. No other information was provided.

Manufacturer narrative:
Section a4: weight: unknown/asked but not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction/additional information: additional information was provided reporting that the replacement lens was successfully implanted. The replacement lens was the same model, dcb00 20.5d (a nine (9) diopter difference from original implant). The patient's vision before cataract surgery was counting fingers at 0.5 feet. The current vision is 20/50. There were no unplanned sutures, unplanned vitrectomy, unplanned incision enlargement required. There was no patient injury. The explanted lens was discarded. Therefore, the event is no longer a reportable serious injury and no further information will be provided. Section h3: device evaluated by manufacturer¿ yes device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.